Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal patient reported that there was a fluid leak. The cycler had alarmed for air detected in the cassette during drain 1 of 4. Treatment was discontinued and the patient found fluid leaking when removing the set. A follow up call was made to the patient¿s nurse who reported that there was no patient injury. The set was discarded.